Event description:
I put (B)(6) 2022 as the date but it's been every month since (B)(6) 2021, by day 4 of wearing the dexcom g6 after they changed adhesives I end up with deep blisters that scab and scar my skin. I have tried allergy sprays, underlayers, etc to try and prevent it but their adhesive seeps around or through and blisters my skin so bad, when you call and report it they send a new one since it didn't last the whole ten days and suggest some things to help but I have tried almost every single suggestion and spent hundreds of dollars out of pocket and their glue continues to burn through my skin. Hundreds of people experience the same thing and report it with no real answers or changes to help prevent this from happening. The only tests done, were by me attempting to use products to prevent the blistering chemical burns from their adhesive. Every sensor since around (B)(6) 2021.